Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was severed in two sections. The helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24 cm from the lead tip. The fracture was consistent with cycle fatigue damage.

Event description:
It was reported that since the beginning of 2016 this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms, with a loss of sensing. A revision procedure was performed on (B)(6) 2017 and this lead was explanted and replaced. The lead was held by the hospital until now. The lead was expected to be returned for analysis. No adverse patient effects were reported.